Manufacturer narrative:
The device was returned and the evaluation is ongoing. The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during preparation for an unspecified procedure, the subject device malfunctioned. Reportedly, the device presented with e226 communication error and static video image. The procedure was completed with a similar device and no delay. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that during preparation for an unspecified procedure, the subject device malfunctioned. Reportedly, the device presented with e226 communication error and static video image. The procedure was completed with a similar device and no delay. There was no report of patient harm.